Event description:
The customer reported that this central nurse's station (csn) was stuck in a boot loop. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (csn) was stuck in a boot loop. According to the customer, the issue started after they rebooted the cns because it was unresponsive. The customer didn't want to troubleshoot. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/07/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/10/2025 I called manuel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for manuel to call me back with this information. Attempt # 3: 11/13/2025 I called manuel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for manuel to call me back with this information.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (csn) was stuck in a boot loop. According to the customer, the issue started after they rebooted the cns because it was unresponsive. The customer didn't want to troubleshoot. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue could not be duplicated. A root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/07/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/10/2025 I called manuel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for manuel to call me back with this information. Attempt # 3: 11/13/2025 I called manuel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for manuel to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (csn) was stuck in a boot loop. There was no patient injury reported.